Event description:
It was reported to resmed that an astral device displayed a battery error message, had an unresponsive touchscreen and blank display. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the device did not start up properly. A hard reset was performed to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message, had an unresponsive touchscreen and blank display. There was no patient harm or serious injury reported as a result of this incident.